Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent open umbilical hernia repair on an unknown date and mesh was implanted. A few months following the procedure, the patient experienced abdominal pain. Upon investigation, it was found there were several adhesions to the mesh area causing a twist and restriction to the small bowel. On (B)(6) 2015, the patient underwent exploration of the bowel to take down adhesions and a section of the bowel was cut out. It was reported that the patient had made a full recovery.